Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and cosmetic damage. The customer reported a blood glucose value of 420 mg/dl and a current blood glucose value of 396 mg/dl. The customer reported hyperglycemia treated with a manual injection. The event involved product(s) mmt-332a, unomedical, and mmt-1880l. Troubleshooting was declined for high blood glucose and it was unknown if the insulin pump system was used within 48 hours or if the auto mode feature was active at the time of the event. Troubleshooting was performed for damage and found no visible damage. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. The customer will discontinue using the device. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 226 pounds to 240 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 240 pounds which is updated in section a4. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the battery tube. P-cap locks properly into the reservoir compartment. A test reservoir tube was inserted into the pump's reservoir compartment and no rattling noise was noted when shaken. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Cosmetic damage was confirmed on the pump. Rattle noise anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.